Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the optical connector assembly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the optical connector assembly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error codes e231 and e238 are displayed, and no video image appeared even when the scope is connected. The event occurred during set up in room / before patient in room. There were no reports of patient harm. *this inquiry has been cloned once to document 1 product complaint, as mentioned within the event description. This inquiry captures product otv-s700, see inq-549922 for product scope.